Event description:
It was reported that during an in-clinic follow-up, loss of capture and low impedance was noted on the right atrial (ra) lead. Re-programming was performed. X-ray imaging confirmed a dislodgement of ra lead. The lead was explanted and replaced. The patient was stable.